Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was caller stated that yesterday they charged their implant up to 100% and then turned "it" off. Caller stated that when they went to lay down on the bed, they started to feel a shocking sensation that was extremely painful. Caller stated now when they go to check position, they aren't able to. Caller stated it won't let them go into the "check position" option in the menu. Caller stated they started messing with the settings yesterday and turned group a program 1 down from around 4 to 2.2. Caller added that they tried resetting the controller battery as well with no changes. Agent walked caller through entering into program 1 settings. Caller confirmed adaptive stim was turned off. Caller was able to turn adaptive stim back on. Caller went to the menu and was able to check position; caller confirmed position said upright, and they were sitting upright. Agent reviewed with caller that they may have turned adaptive stim settings off yesterday which led to the pain and shocking sensation when layingdown and inability to check position. Agent recommended caller monitor the issue now that adaptive stim is back on and follow up with hcp or local rep if further programming assistance is needed.